Event description:
Device displays re-initialization screen. Programmer followed prompts to re-initialize device. Unable to re-interrogate device. Sales rep called and said device required re-initialization at implant. This was successful. At first follow-up, the device required re-initialization. This was done and full programmability returned. A third re-initialization was required and performed. Device manifested re-initialization message three times and would not stay programmed between follow-ups. Physician elected to explant.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continued use of product could result in a pt's death.